Manufacturer narrative:
The customer¿s stated issue of over infusion was not confirmed through testing or a through the review of the logs. The device was in use during treatment. The pcu event logs were overwritten. It is believed the correct pump module was acquired from the customer. Several unsuccessful attempts were made to retrieve the logs from the customer. Results from a review of the pump module shows an infusion with a rate of 7.9 ml/h and vtbi of 94.8 ml was started on (B)(6) 2019 and ran ~4 hours prior to alarming for air in line and being shut off. Functional testing consisting of rate accuracy testing performed on the source pump module found the device operating within specification. The administration set used at the time of the event was not sequestered for the investigation, therefore could not be tested. The starting/ending volume of the fluid container cannot be determined through device logs. The mechanism assembly was disassembled during the investigation and will be replaced by service. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to cad, service depot or the customer. Manufacturing tests involve an occluder spring test, an x-ray spring inspection and install of new one-time use torque screws with applied tamper seal material. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
It was reported that at 2114 the rn initiated a primary lipid (intralipid) 20%100ml infusion at a rate of 7.9ml/hour for a duration of 12 hours in the hematology/oncology department. The rate and volume to be infused was verified and co-signed by 2 rns. On (B)(6) 2019 at approximately 0145 the rn entered the patient's room in response to the device alarming air-in-line when the rn noticed that the lipid infusion bag was completely empty. The rate was re-verified by 2 rns and found to be correct with the device stating that there was a remaining vtbi of 61.9ml with 7 hours and 50 minutes left to complete the infusion even thought the lipid infusion bag was empty. The patient required labs to be drawn which were found to be normal, as well as the rn's patient assessment. When the device alarmed door closed, the customer stated that they are unsure if this means that the door is opened or whether it needs to be closed. The device alarmed door closed without the door being opened. It was explained to the customer that when the door closed alarm is seen without "pairing' of the door opened alarm prior means that the infusion was paused, the door opened (such as to clear the air from the ail alarm) and then the door is closed. Once the door is closed, the device alerts the end user to remind the end user to restart the infusion.